Manufacturer narrative:
Field data for abbott prism hbsag lot 67099m500 was evaluated. A total of 2,217,127 samples were tested across multiple customer sites and the initial and repeat reactive rates were 0.04% and 0.01%, respectively, which are less than the abbott prism hbsag package insert upper 95% confidence intervals of 0.09% and 0.06%. The lot is meeting labeling claims for clinical specificity. A review of the device history records for the likely cause lot did not reveal any issues related to the customer's observations. Customer complaint data was reviewed and no adverse trends were identified. The prism hbsag and prism hbsag confirmatory reagent package inserts were reviewed and were found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
The patient sample ID (B)(6)was too long to completely fit in the patient identifier field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that suspected (B)(6) results were generated. A sample was initially tested on (B)(6) 2016 and a reactive result of 1.04 s/co was generated. The sample was repeated in duplicate and reactive results of 1.17 and 1.14 s/co were generated. Prism hbsag confirmatory testing was performed on (B)(6) 2017 and a non-confirming result was generated with a s/co of 1.44 and a % neutralization of -30.17. The customer inadvertently performed confirmatory testing again on (B)(6) 2017 and a confirmed positive result was generated with a s/co of 2.29 and a % neutralization of 67.03. No further testing was performed on the sample. The sample was from a first time donor that had received the (B)(6) vaccination 18 months prior. There was no report of adverse impact to patient management.